Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with an o2 mixer p.n. Msp161609 s.n. (B)(6) tf231008 (o2 valve leak). He replaced the part and did all the tests. No patient involvement.